Event description:
The caller stated the patient was on a ventilator and 5 hours after intubation the tidal volume alarms went off. The caller attempted to put more air in the cuff w/o success. The caller stated that they clamped the pilot line to see if the leak was in the pilot balloon or line which proved to be unsuccessful. Anesthesia reintubated the patient with another 7.5 endotracheal tube.

Manufacturer narrative:
The lot number is unknown therefore the date of manufacture cannot be determined and the device history record cannot be reviewed. If significant information is obtained from the investigation, a summary of the investigation results will be provided in a supplemental report.